Event description:
In 2001 echo doppler was performed in the office & demonstrated "moderate to severe mitral regurgitation. The next day the pt was seen after a "significant episode of anemia" (hgb=5.0-6.0). Pt was treated with transfusion & echo showed moderate to severe "mr" while admitted for the anemia. There was concern about the possibility the ring was "displaced" from the annulus. The pt also demonstrated right-sided heart failure. Transesophageal echocardiography on the following day showed regurgitation from "pv" leak around the ring. To rule out bleeding, five days later the pt underwent gastroscopy (showed gastritis in antrum, otherwise negative) & colonoscopy (negative). Anemia was determined to be due to "peripheral destruction" most likely related to "mechanical destruction" with no evidence of being autoimmune. Nineteen days later the pt was admitted for nausea/vomiting with diagnosis of acute renal failure (hgb=9.0). Three days later dobutamine echo showed mild to moderate "mr". The following day the pt was discharged with moderate "mr" & plans to be followed in clinic. Since the pt was stable at that time, there were no plans to reoperate.